Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs stat result for one patient sample from the cobas 6000 e 601 module. The initial result was 70.47 pg/ml and was reported outside of the laboratory. The result was questioned by the doctor and the sample was repeated on (B)(6) 2019 and the result was 3.77 pg/ml. The sample was retested in a sample cup and the result was 3.70 pg/ml. The repeat result was confirmed with a sample at a competitor laboratory running a roche analyzer and a cobas h232 analyzer. No specific data was provided. The reagent number was 38153901. The expiration date was requested but was not provided.

Manufacturer narrative:
Calibration and qc recovery were acceptable. The sample was collected in a bd vacutainer serum separator tube. It was allowed to clot for 19 minutes. The sample was centrifuged for 10 minutes at 4000g. The service engineer found the main water supply pump was damaged and the rinse tubing was dirty. The pump head, water supply tubes, pressure gauge, and the degasser were replaced. Valves were cleaned and the gear pump was adjusted. The investigation did not identify a clear root cause.